Event description:
Complainant alleged that during a routine shift check by a clinician the device's ECG baseline was intermittently displayed at the top of the crt display. Complainant indicated that there was no patient involvement in the reported malfunction.